Manufacturer narrative:
The insulin pump had blank display due to faulty on interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify program anomaly alarm due to blank display. No audio beep anomaly or vibration anomaly noted. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped out of their pocked and had hit the floor then they received a watchdog timeout alarm. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed. They inserted a new battery. The insulin pump did not return to normal function. The customer stated they did not have a screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.